Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to urinary incontinence and mesh protrusion the patient underwent removal on (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted to stop bladder leakage and urgency. It was reported that following insertion the patient experienced leakage problems, bladder spasms which led patient to use medication and emotional damages. Stated began experiencing problems after the initial surgery on (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that due to urinary incontinence, mesh protrusion, vaginal exposure and dyspareunia the patient underwent removal on (B)(6) 2006. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.